Event description:
It was reported that a patient with a 25mm 6900p mitral valve underwent a valve-in-valve after an implant duration of approximately 11 years, two (2) months due to severe mitral regurgitation. Per the medical records, the patient presented with acute on chronic hfref and high risk for redo surgery. The tmvr was performed with a 26mm 9750tfx. The patient tolerated the procedure well without complications. On pod #1, the patient was discharged home in stable condition.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient-related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis/ and regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation, in this case, was likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 6900p mitral valve underwent a valve-in-valve after an unknown implant duration due to regurgitation. The tmvr was performed with a 26mm 9750tfx.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (type of investigation, investigation findings, and investigation conclusions).